Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via rep regarding a patient receiving fentanyl (907.5 mg/ml, 307.94 mcg/day) and bupivacaine (30 mg/ml, 10.18 mcg/day) via an implantable pump. It was reported that the patient had a granuloma at the tip of the catheter. Patient had catheter replacement on (B)(6) 2021 and most of the catheter was replaced. Explanted portion of catheter was discarded by the customer. No external factors were noted that may have led or contributed to the issue. Patients weight was asked but unknown. The issue was resolved at the time of this report. Patient's medical history was asked but unknown. Patient is alive with no injury.